Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude home monitoring system detected increased right ventricular (rv) pacing impedance greater than 2,000 ohms. An invasive revision procedure was performed and the rv lead was re-connected to the device header. Subsequently, all lead diagnostics were within acceptable limits. No further complications were observed.